Event description:
The fe and customer reported a communication failure error message, and the system would not boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.